Manufacturer narrative:
The product was returned for evaluation. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. Continuity testing confirmed both distal and proximal electrodes were continuous and there were no short or intermittent conditions. No visible damage was observed from the catheter body or returned monoject 1.3cc limited volume syringe. Visual examination was performed under 10x magnification. A device history record review was completed and documented that the device met all specifications upon distribution. The complaint could not be confirmed during the analysis, as the device responded appropriately during functional testing. Although the cause of the complaint could not be determined, there was no indication of a manufacturing defect noted during the analysis. It is not known if any procedural factors may have contributed to the event. No actions will be taken at this time.

Event description:
It was reported that "the catheter was placed at the cardiac apex but it was over sensing and occasionally did not pace". The customer was going to replace the catheter, but the second catheter had a problem with balloon and could not be used (reported separately). The third catheter was used and the problem was solved. There were no patient complications reported.